Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer states they ran out of insulin which is what caused their levels to rise. The customer's blood glucose level at the time of incident was 1000mg/dl. The customer states they were unconscious when the paramedics responded. The customer states the paramedics removed the pump. The customer states they were in the hospital for five days. The customer states it was their fault their levels went up so high because they did not inform anyone they were out of insulin. No further assistance was needed at this time.